Event description:
Us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as the electrodes digging into the skin with a bleeding rash. The patient also reported having sensitive skin. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown as follow up attempts were unsuccessful.